Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the doctor had opted to send the patient to a surgeon for a lead and battery replacement. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to keep the ins battery charged. The patient was using hd stimulation and the frequency had gone up considerably in the last few months. The patient said they were unable to keep up with it and the pain returned quickly when the ins battery was discharged. The rep tried to do a ld stimulation option but the patient got uncomfortable stimulation with the left lead. The patient had new left lower leg pain and the left lead only stimulated the left kidney area. There were no known factors that may have led to the issue. The rep reprogrammed the ins and was able to get the stimulation on both sides down to the knee with the right lead. The rep said that impedances were fine. The rep stated that they planned to do lead revision for the left lead and replace the ins battery. The rep said the procedure will be planned after the summer season. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.